Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed that the reported phenomenon that the endoscopic image was disappeared was duplicated and the switch had worked. There was no abnormality on the exterior of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the damage of the electrical component in the video connector due to inappropriate handling by the user. For example, while the video system center was power on, the user connected the subject device to the video system center. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image disappeared.there was no report of patient injury associated with the event.